Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint of "da vinci stapler failed to open after it deployed." The instrument was found to have repeated unclamp failures based on log review. A log review also showed that the emergency stop button was pressed and that the stapler release kit (srk) tool was used by the user. In-house shim test results: the test could not be performed due to the loose grip cables. The root cause of this failure was attributed to component failure. In addition, the instrument was found to have the yaw plate broken. Yaw plate web was bent outwards towards the clamp cardan. This failure is most commonly caused by mishandling/misuse, such as excessive force applied to the distal end of the instrument. The root cause of this failure was attributed to mishandling. Since the instrument was found to have a loose grip cable at the distal end, the functional test could not be performed. The instrument grips did not open/close as expected. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2020 on system (B)(4). The stapler 45 instrument had 24 uses remaining after the last use. The stapler has a maximum of 50 uses. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported because, during a da vinci-assisted surgical procedure, the jaws of the stapler 45 failed to open after it was deployed. Although no patient harm, adverse outcome, or injury was reported, the failure to open/close the grips of the instrument during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted, laparoscopic nephrectomy surgical procedure, the stapler 45 failed to opened after it deployed. The customer used the emergency stop button and a stapler release kit (srk) to release the jaws. The surgeon resumed the procedure after the tissue was cleared. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the jaws were closed around the tissue when the issue was identified. The srk was used to open the jaws of the stapler 45 instrument. There was no issue with the srk upon use. No adverse effect on the grasped tissue, unexpected tissue removal, or unexpected bleeding was seen. There were no relevant tests performed.